Manufacturer narrative:
Visual inspection has confirmed that the zirconia abutment has fractured along the body of the device. The crown and gold screw also have been returned. This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.

Event description:
The dentist reported that a custom made zirconia abutment fractured in patients mouth after having it for 2 years.